Event description:
It was reported that the patient was experiencing inadequate stimulation and charging difficulties of their implantable pulse generator (ipg). The physician assessed that the ipg had tilted and the patient underwent a revision procedure. The patient is doing well post-op.

Manufacturer narrative:
Correction to initial MDR in block: h6. Investigation summary: with all available information, boston scientific concludes that the reported event of inadequate stimulation and charging difficulties was most likely the result of ipg (implantable pulse generator) migration as documented in the instructions for use (IFU). Investigation conclusion: review of the devices manufacturing documentation confirmed that this ipg passed all required specifications and testing prior to being released for distribution/sale. With the laboratory analysis and the labeling review, it has been determined that the inadequate stimulation and charging difficulties were likely a result of ipg migration which is a known inherent risk with use of the ipg as documented in the IFU.

Event description:
It was reported that the patient was experiencing inadequate stimulation and charging difficulties of their implantable pulse generator (ipg). The physician assessed that the ipg had tilted and the patient underwent an ipg revision procedure. The patient is doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: unk; upn: unk; model: unk; serial: unk; batch: unk. Product family: unk; upn: unk; model: unk; serial: unk; batch: unk.